Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15july2019. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. Investigation of the returned part determined this customer compliant was caused by an out of specification airflow sensor u1. Replacement of u1 corrected this failure. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During a periodic maintenance, the manufacturer¿s international service technician discovered that the device failed the airflow accuracy test (pvt test 5) at the 0slp setting. It was reported that there was no patient involvement.